Manufacturer narrative:
During functional testing of the returned device, the catheter shaft separated when the guidewire was advanced. Decontamination and handling of the device during analysis may have contributed to the shaft separation observed.

Event description:
Angiosculpt was placed in the patient and before inflation, the physician pulled negative to prep it, he noticed blood in indeflator. The balloon had a rupture before inflation. No patient injury was reported.